Event description:
It was reported that the customer experienced a blood glucose (bg) level of 768 mg/dl, cause was unknown with high ketones. Customer went to the emergency room and was subsequently admitted into the intensive care unit. Customer was treated with intravenous fluids of saline and insulin and was released from the hospital on (B)(6) 2025 with the issue resolved and no permanent damage. Reportedly, customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.